Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting treatment to the abdomen on (B)(6) 2022 using cooladvantage coolcore applicator and may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
H11: corrected data: upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Event description:
Upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
Corrected data: d1.

Event description:
Upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (ph).

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 7/28/2023.

Event description:
Upon further review of the reported event, it has been determined that there is no alleged paradoxical hyperplasia (ph).